Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. Per the customer care advocate¿s (cca) documentation, it was noted that prior to the subject meter not powering on it was displaying a battery indicator. During the follow-up call, the patient denied experiencing a battery indicator issue with the subject meter. The patient claimed that the meter would not power on even after the batteries were replaced. The patient reported that the power issue began either on (B)(6) 2014 or the day prior. The patient is on insulin pump therapy. The patient stated he did not have access to a backup meter at the time the alleged power issue began. The patient claimed he had to ¿guess¿ how much insulin to bolus for his meals. A couple of hours after the issue began, the patient reported developing symptoms of frequent urination and fatigue; symptoms he associated with a high blood glucose excursion. The patient mentioned that he may have given himself ¿extra doses of insulin¿ in response to the symptoms. The alleged meter power issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.